Manufacturer narrative:
(B)(6). Date sent 3/24/2025. D4 batch #918c84. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position and with the reload deck slight damage on the proximal side and in the doghouse. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The condition of the swing tab in the locked position and the doghouse damaged is consistent with an improper loading technique (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted and when loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 918c84, and no non-conformances were identified. The lot#129d22 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: pleases provide more details for each malfunctioned stapler did the reload lockout and would not work? Yes, the device was locked, and handle did not move. Did the reload begin to staple and cut, but then jammed? No. Did the device staple? No. If the device staple, was the staple line complete? Did not staple. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? No. If the device cut, was the cut line complete? Were the cut line and staple lines equal? Did the device staple, but there was no cut line? Could you please clarify if there were any patient consequences? None. We used laparoscopic staplers. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. Just added to the cost of the operation.

Event description:
It was reported that during an unknown procedure while using the staplers, it has stuck and the surgeon has used a new echelon flex stapler long60a for completing the case.